Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. A device history record review has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a routine inspection of a pelvic instrument set on an unknown date, a ratcheting handle with quick coupling was found broken into pieces. There was no patient involvement. This report is for a ratcheting handle with quick coupling. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device history records review was completed for part: 03.100.032, lot: 5015911, supplier lot: 552727e05. Supplier: (B)(4), release to warehouse date: jun 01, 2005. No non conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Product investigation was completed. The ratcheting handle was received with the phenolic handle broken into three (3) main pieces. When the phenolic handle pieces were aligned together it was determined that not all pieces were received. Due to the broken condition the washer that sits in the handle, behind the ratchet mechanism, was disassembled from the device. The balance of the device shows surface wear consistent with use and which would not impact the functionality. The ratchet was inspected and found to ratchet in forward, neutral, and reverse as intended. Therefore, the received condition does agree with the complaint description and the complaint condition is confirmed. The specific circumstances at the time of the issue are unknown, therefore, it cannot be definitively determined if external factors (use error, misuse/abuse, etc.) Impacted the complaint condition. Dimensional inspection of handle could not be conducted due to the post manufacturing deformation and missing portions. Relevant drawings, reflecting the current and manufactured revision, were reviewed. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Review of the handle material could not be completed as the supplier¿s certificate of conformance lists the fully assembled device. However, the device shows signs of significant use over its 13+ year lifespan. Based on the investigation there is no indication that a material issue contributed to the complaint. The complaint condition is confirmed as the handle is broken as reported. Although a definitive root cause could not be determined, the condition is consistent with cumulative wear from repeated sterilization cycles and consistent use over the part's lifetime (13+ years). During this investigation no product design or manufacturing issues were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.